Event description:
Pt was short of breath and had a fast heart rate. Pt was given a lungscan while lying flat and it exacerbated pt's condition. Pt is concerned that anyone with their symptoms, taking this test, "will end up in the ICU as they did because of the lying flat."